Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered, unresponsive and no longer functional. Reportedly, the pump screen was shattered because the pump fell when the customer got out of the car. Customer's blood glucose level was 169 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.